Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The amia device received a returned instrument testing evaluation (rite), including functional and electrical testing of the device. The device was determined to meet functional performance specification requirements per rite testing. Internal and external visual inspection was performed and no issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned amia device, one increased intra-peritoneal volume (iipv) event was identified, which occurred in the therapy initiated on (B)(6) 2016. During night cycle 1, the patient's drain volume was 3574.36ml, indicating the home patient (hp) drained a volume 19.15% above their maximum programmed fill volume of 3000ml. No additional information is available.